Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. It was observed that the internal hlc batteries had become depleted to a point where they likely would not function appropriately if charged back up. It was also observed that the cumulative on-time was over 28 hours. After thorough testing of the device, the cause of the depleted internal hlc batteries could not be conclusively determined. A replacement device was provided to the customer.

Event description:
The customer reported to physio-control that their device showed a service wrench icon in the readiness display. After evaluation of the downloaded device data, it was observed that the internal hybrid layer capacitor (hlc) batteries previously became depleted. This could prohibit the internal hlc batteries from holding a charge, going forward. There was no patient use associated with the reported failure.